Manufacturer narrative:
Follow-up #1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A review of the black box showed boluses on the complaint date. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No unprogrammed boluses were delivered during testing. The keypad was removed and no button contact issues were found. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced blood glucose (bg) as low as 1.8mmol/l on (B)(6) 2011 and (B)(6) 2011. The family member reported that he treated the patient's bg with food and disconnected the pump and the patient's bg resolved to 11.0 mmol/l. The family member reported that there were several boluses in the history that were not programmed; 6:24 am 4.0 units, 9:49 am 3.15 units, 12:07 pm 3.05 units, 1:04 pm 3.1 units, 1:25 pm 2.9 units, all boluses were normal boluses. The family member stated that some of the boluses occurred while the patient was doing other things and could not have programmed the bolus. The family member confirmed that the pump buttons were responding normally and there was no damage or peeling of keypad. The family member stated that there were no accidental button presses and the patient did not lean against the pump. This report is made based on the allegation that the patient experienced hypoglycemia associated with an alleged product malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).